Event description:
Following successful implant of excluder bifurcated endoprosthesis trunk-ipsilateral and contralateral devices, a proximal type 1 endoleak was observed. The physician re-ballooned and ruptured the aorta. He placed two aortic extenders to repair the aortic rupture. He intentionally covered the left renal artery with the second aortic extender to ensure that the aortic rupture was repaired. The pt was fine at the end of the procedure. No allegation of deficiency related to any of the excluder devices was made.